Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon request accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2015-07521 and MFR # 1225714-2015-07522.